Event description:
This product (coil pusher-16) was returned with no info on the procedure. It was determined to be a MDR when the returned product was evaluated. Info was received as the pts condition post procedure which was good.